Manufacturer narrative:
(B)(4). Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment and stent elongation occurred. The greater than 70% stenosed, focal target lesion was located in the highly tortuous and moderately calcified superficial femoral artery (sfa). Following pre-dilation, a 6x150 75 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .035 guidewire stiff and stent deployment was initiated. After a few centimeters of deployment, the thumbwheel no longer worked. The pull grip was attempted and this also did not work. The stent was able to be deployed; however, the stent stretched and elongated as a result. There was a kink observed on the shaft of the catheter. The procedure was completed with no patient complications and the patient¿s status was reported as ok post procedure.